Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [10 mg/ml] at 1.0 mg/day and marcaine [10 mg/ml] at 1.0 mg/day, indicated for non-malignant pain. The patient's pump was replaced on (B)(6) 2018. [Reference regulatory report #3004209178-2018-01789 for the manufacturer's report regarding the patient's previous device.] It was reported on (B)(6) 2018 that the patient remained hospitalized post-replacement. It was reported that the patient experienced significant nausea and vomiting. At approximately 10 am on the date of the report, the doctor placed an order to have the pump turned down to 0.48 mg/day. The patient continued to have nausea and vomiting, and at 3pm, the doctor ordered the pump to be placed at minimum rate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the nurse caring for the patient in the hospital (first name (B)(6)) initially reported the event to the rep. It was unknown what the cause of the nausea and vomiting was. The patient's weight was unknown. As of "friday," the patient was still hospitalized; it was unknown if the nausea resolved. No further complications were reported.